Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure alarms are going off and the pressure limits are not even being met. Customer sent the ventilator in to have the pressure alarms fixed on (B)(6) 2023 and received the vent back around (B)(6) 2023. When they used the ventilator for the first time after having it repaired the pressure alarms were still not working properly. Other than the dates listed above, they do not have exact dates of when the issue originally occurred. There has been no patient harm or a need for medical intervention.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4).device evaluation: one device received for investigation. Visual inspection performed and found a loose patient outlet connector. Functional test performed and found low pressure alert occurred during the final test. The electrical chassis was found faulty, which confirmed the reported complaint. The service history review found the previous service which adjusting the pressure switch is related to the complaint. Replacing the electrical chassis corrected the issue. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.